Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was unpacked and prepared for a dilation procedure to be performed on (B)(6) 2023. During preparation, it was noticed that the balloon had deflation issues so the device was not used in the procedure. A new cre pro wireguided dilatation balloon was opened to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Imdrf device code a140101 captures the reportable issue of balloon failed to deflate.